Event description:
It was reported following deployment of an angio-seal device, oozing was noted and a sandbag was applied. The pt reportedly did not feel well after the procedure, however was feeling better in the evening. The following day, the pt developed swelling in the abdomen. A CT scan revealed a hematoma and the pt underwent surgery to repair the artery. The angio-seal device was noted to be external to the artery. The user was not certified at the time of the event.